Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the trial patient had a urinary tract infection (uti) and swelling from a catheter that was placed and left for 2 weeks prior to interstim. The patient had just finished antibiotics for it but still felt he had some swelling. Additional information received five days later via the healthcare provider (hcp) reported the date of onset of the event was (B)(6) 2016. There was no swelling and it was noted the patient had psychiatric issues. No interventions/actions were taken as the urine culture showed no growth. It was indicated the interstim device had worked properly. There was no history of utis prior to and since the interstim trial. The patient was a chronic pain patient who wanted high doses of narcotics. There was conflicting information provided regarding the date of onset of the uti and if the uti had occurred.